Event description:
It was reported that patient has difficulty both with inflation and now deflation of his inflatable penile prosthesis (ipp) . Patient liaison was able to help him overcome the hard as a rock pump, but now he has called in a panic because he can not get it to go down. Patient liaison think he may be pushing the deflate button too hard and have instructed him to try and push it a little more gently. Patient liaison also gave him burp technique and the reboot to see if he could get it to release. He has called his physicians office and they can not see him because of the holiday and have no appointments until the week of dec. 9. Patient liaison suggested that he go to urgent care, but he said they would not know what to do. He is walking around without clothes on because of the partial erection and says he may need to cancel their thanksgiving plans because of his erection and pain.